Event description:
As reported by the affiliate, during percutaneous coronary intervention, the stent was advanced in the right coronary artery lesion. However, it failed to go around the end. When the stent was withdrawn from the patient, the stent struts looked deformed and lifted up on removal.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation but the engineering report is not yet available. Further details have been requested about the event but none have been forthcoming. Additional information received will be submitted within 30 days upon receipt.